Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# unknown) unk-sigadapt, unknown signia egia adapter, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric sleeve procedure, the surgeon began stapling with the power stapler. When the surgeon felt resistance in the tissue, the surgeon stopped stapling to check that he had not stapled the probe into the stomach. After this initial check, the surgeon continued stapling. The signal slowly weakened due to the tissue being of level 2 thickness. When the surgeon completed the stapling, it was noticed that the staple formation was not as expected. The staple line was incomplete proximally. At this point, the surgeon performed a sub re-suture in this part of the stapling, which took about 15 minutes. It was noticed that the staple line was bleeding.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. A visual inspection of the returned photo(s) noted three images of a tissue cavity of one image of resected tissue. One partially formed loose staple could be seen on the resected tissue. Blood was pooling in the tissue cavity and around the staple lines. Improperly formed staples could be seen protruding from the tissue. It was reported that the staple line was incomplete proximally and the staple line was bleeding. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.